Event description:
It was reported that the single use fiber spontaneously broke into the patient's ureter when it was introduced during a rigid ureteroscopy and was retrieved. The patient was undergoing a stone removal by urinary cystoscopy and placement of a jj catheter. The procedure was prolonged by 5 minutes and was completed with a similar device. The patient was discharged the same day from the outpatient surgery unit. There were no reports of patient harm.

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and upon evaluation, it was confirmed to have a major break/kink with signs of discoloration present about 53 cm from the distal end. The distal tip appears to have been used/burnt back. The original equipment manufacturer also determined that the device was broken in the middle, and the tip had broken off. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was released in accordance with the specifications. Based on the results of the investigation, the reported failure was confirmed. The most probable cause was linked to procedural factors and appears to be mishandling by the user. Olympus will continue to monitor field performance for this device.